Manufacturer narrative:
Bayer case number: (B)(4). Overly long and haemorrhagic cycles [prolonged heavy periods], cognitive issues (granted permanent disabled worker status on (B)(6) 2023) [cognitive disorder], depression [depression], painful periods [painful periods], headaches [headache], loose teeth. [Loose tooth], experiencing difficulties concentrating [concentration impairment], difficulties in speaking [disorder speech], she feels she is in ¿a fog¿ [foggy feeling in head], multiple episodes where she has used one word instead of another where it makes no sense. Gets syllables and words mixed up. [Word finding difficulty], spatial disorientation [spatial disorientation], y. In her professional life, she often deals with service contracts, reports, meetings, etc. Her speaking difficulties are more pronounced at work, something which her colleagues have commented on [disorder speech], specific difficulties relating to working memory. [Memory disturbance], visuospatial deficit [visuospatial deficit], deterioration in general health [general physical health deterioration], weight loss [weight loss], asthenia [asthenia], diffuse rachialgia [rachialgia]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 05-feb-2025. The most recent information was received on 20-feb-2025. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of heavy menstrual bleeding ("overly long and haemorrhagic cycles") and cognitive disorder ("cognitive issues (granted permanent disabled worker status on (B)(6) 2023)") in a female patient who had essure inserted (lot no. 623227) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of thyroidectomy, stomach ulcer and graves' disease. Previously administered products included: neurontin and gabapentine actavis. On (B)(6) 2009, the patient had essure inserted. On unknown date she experienced heavy menstrual bleeding (seriousness criterion medically important), cognitive disorder (seriousness criterion disability), depression ("depression"), dysmenorrhoea ("painful periods"), headache ("headaches"), loose tooth ("loose teeth."), disturbance in attention ("experiencing difficulties concentrating"), a first episode of speech disorder ("difficulties in speaking"), brain fog ("she feels she is in ¿a fog¿"), aphasia ("multiple episodes where she has used one word instead of another where it makes no sense. Gets syllables and words mixed up."), disorientation ("spatial disorientation"), a second episode of speech disorder ("y. In her professional life, she often deals with service contracts, reports, meetings, etc. Her speaking difficulties are more pronounced at work, something which her colleagues have commented on"), memory impairment ("specific difficulties relating to working memory."), visuospatial deficit ("visuospatial deficit"), general physical health deterioration ("deterioration in general health"), asthenia ("asthenia") and spinal pain ("diffuse rachialgia") and was found to have weight decreased ("weight loss"). The patient was treated with levothyrox (levothyroxine sodium). At the time of the report, the heavy menstrual bleeding, cognitive disorder, depression, dysmenorrhoea, headache and loose tooth had not resolved. The outcomes for disturbance in attention, brain fog, aphasia, disorientation, memory impairment, visuospatial deficit, general physical health deterioration, weight decreased, asthenia, spinal pain and the last episode of speech disorder were unknown. No causality assessment was received for essure with regard to depression, dysmenorrhoea, heavy menstrual bleeding, headache, cognitive disorder, loose tooth, disturbance in attention, the first episode of speech disorder, brain fog, aphasia, disorientation, the second episode of speech disorder, memory impairment, visuospatial deficit, general physical health deterioration, weight decreased, asthenia or spinal pain. The reporter commented: this working memory test is significantly more demanding from a cognitive perspective than the backwards span test. The patient must keep a figure and a word in their head while alternating between letters and numbers: in order to do so, they must be able to represent the order of the letters/numbers mentally (auditory or visual) and know where they are with regard to spelling out the word or the figure. This is a complicated task requiring significant working memory resources as this information must be kept and retrieved from the memory while at the same time putting these words/figures in order mrs b-p passed stage 1 (alternating between letters and numbers): no difficulties with encoding or immediate reproduction (audio-phonatory loop ok). Subject capable of remembering the number and the word and then associating letters and numbers in order. Good mental representation. No working memory issues for stage 2 (alternating letters and numbers while factoring in alphabetical order and numerical order), mrs b-p¿s results were not as good as in the previous test. This is more demanding from a cognitive perspective. As was the case with the previous subtest, I did not observe any issues regarding the encoding of the number. However, the subject did find it difficult to arrange the letters and numbers in the requested order. Remembering what she has just said is also a complex task. This indicates a specific issue with working memory as encoding was good initially. Images: the patient is shown an image and told to memorise its shape, its colours and the design on it. They are then asked to recreate it. This test is primarily used to assess a subject¿s visuospatial perception capacities in addition to their visuoconstructive capacities as the subject must create a mental reproduction of the image represented. This also tests visual memory with immediate recall of the visual information encoded and held in short-term memory. Mrs b-ps is attentive to visual information. She does not verbalise it, but gives herself the means to memorise it. She says quite quickly that she has finished memorising, prior to the time elapsing. Tangram: the patient is shown a printed sheet featuring a figure created using 5 pieces of a tangram. They must say what the figure represents. They must observe it and memorise the parts of the tangram that have been used. Then, one by one, 3 sets of pieces will be shown. Diagnostic results (normal ranges are provided in parenthesis if available): [blood test] (date unknown): vitamin levels: b12: normal, b9: 4.6 ng/ml. [Blood thyroid stimulating hormone] (date unknown): slightly low. [Computerised tomogram] on (B)(6) 2023: chest. No pleuropericardial effusion. No mediastinal, hilar or thoracic adenomegaly. No nodules. Abdomen-pelvis, liver of normal size, multiple apparently biliary hypodensities, hypodense image of segment viii with peripheral nodular enhancement, kidney veins and renal portal system permeable. Nothing of note regarding gallbladder or bile ducts. Pancreas, spleen and adrenal glands are normal. Bilateral kidney microcysts, no adenomegaly, no effusion, no specific issues through bone window. Conclusion: no suspect lung nodules, multiple apparently biliary hypodensities and hypodense (25 x 22 mm) image, [cytomegalovirus test] (date unknown): results suggesting previous contact with the virus. [Epstein-barr virus antibody] (date unknown): previous infection with antibody igg positive and igm negative. [Gynaecological examination] (date unknown): female patient¿s temporospatial awareness is good. No dysarthria. Apparently able to speak. No paraphasia observed today and no visual agnosia. Possible verbal agnosia. No apraxia identified. Nothing of note on physical neurological examination, no damage to cranial nerves found, no loss of muscle strength or sensitivity. Deep tendon reflex present and symmetrical. Romberg stable. Walking normal. [Magnetic resonance imaging] (date unknown): no visible parenchymal or arterial issues [positron emission tomogram] on (B)(6) 2022: revealed slight left. Temporal hypofixation, possibly non-specific, clinical and developmental comparison to be made.; on (B)(6) 2024: mini mental score (mms) 29/30, no cognitive deterioration. Orientation 9/10, learning 3/3, calculation 4/5 with working memory issue, recall 3/3 normalised after prompting, language 8/8, praxis 1/1, do 80 (oral naming test used to assess naming difficulties) score 80/80 no issues, cardebat¿s fluency, animals semantic verbal fluency 23, -1.7 ds, phonetic fluency 19 medium, test carried out somewhat slowly. Dubois¿ five-word testing 17/20 monitor difficulties maintaining attention with 1 intrusion and 2 words forgotten during delayed recall today¿s examination revealed slight lexical access difficulties issues with working memory and short-term memory patient put forward for cognitive remediation therapy additional testing at a specialist memory centre is recommended [x-ray] on (B)(6) 2024: cervical spine: mineralisation normal. Front, profile and three-quarter view x-ray of cervical spine face and profile of dorsal lumbar spine no suspect or traumatic bone lesions. C5-c6 and c6-c7 disc disease with pinched discs and mild uncovertebral arthrosis with slight impact on foramina, predominantly c5-c6 on the right and c6-c7 on the left. Pinched joints c1-c2. No damage to posterior facet joints. Dorsal lumbar spine: no scoliosis. No pelvic tilt. Mineralisation normal. No suspect or traumatic bone lesions. No vertebral compression. No pinched lumbar or dorsal discs. Facet arthrosis affecting the last two lumbar levels. No damage to sacroiliac or coxofemoral joints. Batch number. 623227, manufacture date: 2009-03-01, expiration date: (B)(6) 2012. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 20-feb-2025: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Overly long and haemorrhagic cycles [prolonged heavy periods], cognitive issues (granted permanent disabled worker status on (B)(6) 2023) [cognitive disorder], depression [depression], painful periods [painful periods], headaches [headache], loose teeth. [Loose tooth], experiencing difficulties concentrating [concentration impairment], difficulties in speaking [disorder speech], she feels she is in ¿a fog¿ [foggy feeling in head], multiple episodes where she has used one word instead of another where it makes no sense. Gets syllables and words mixed up. [Word finding difficulty], spatial disorientation [spatial disorientation], y. In her professional life, she often deals with service contracts, reports, meetings, etc. Her speaking difficulties are more pronounced at work, something which her colleagues have commented on [disorder speech], specific difficulties relating to working memory. [Memory disturbance], visuospatial deficit [visuospatial deficit], deterioration in general health [general physical health deterioration], weight loss [weight loss], asthenia [asthenia], diffuse rachialgia [rachialgia]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 05-feb-2025. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of heavy menstrual bleeding ("overly long and haemorrhagic cycles") and cognitive disorder ("cognitive issues (granted permanent disabled worker status on (B)(6) 2023)") in a female patient who had essure inserted (lot no: 623227) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of thyroidectomy, stomach ulcer and graves' disease. Previously administered products included: neurontin and gabapentin actavis. On (B)(6) 2009, the patient had essure inserted. On unknown date she experienced heavy menstrual bleeding (seriousness criterion medically important), cognitive disorder (seriousness criterion disability), depression ("depression"), dysmenorrhoea ("painful periods"), headache ("headaches"), loose tooth ("loose teeth."), disturbance in attention ("experiencing difficulties concentrating"), a first episode of speech disorder ("difficulties in speaking"), brain fog ("she feels she is in ¿a fog"), aphasia ("multiple episodes where she has used one word instead of another where it makes no sense. Gets syllables and words mixed up."), disorientation ("spatial disorientation"), a second episode of speech disorder ("y. In her professional life, she often deals with service contracts, reports, meetings, etc. Her speaking difficulties are more pronounced at work, something which her colleagues have commented on"), memory impairment ("specific difficulties relating to working memory."), visuospatial deficit ("visuospatial deficit"), general physical health deterioration ("deterioration in general health"), asthenia ("asthenia") and spinal pain ("diffuse rachialgia") and was found to have weight decreased ("weight loss"). The patient was treated with levothyrox (levothyroxine sodium). At the time of the report, the heavy menstrual bleeding, cognitive disorder, depression, dysmenorrhoea, headache and loose tooth had not resolved. The outcomes for disturbance in attention, brain fog, aphasia, disorientation, memory impairment, visuospatial deficit, general physical health deterioration, weight decreased, asthenia, spinal pain and the last episode of speech disorder were unknown. No causality assessment was received for essure with regard to depression, dysmenorrhoea, heavy menstrual bleeding, headache, cognitive disorder, loose tooth, disturbance in attention, the first episode of speech disorder, brain fog, aphasia, disorientation, the second episode of speech disorder, memory impairment, visuospatial deficit, general physical health deterioration, weight decreased, asthenia or spinal pain. The reporter commented: this working memory test is significantly more demanding from a cognitive perspective than the backwards span test. The patient must keep a figure and a word in their head while alternating between letters and numbers: in order to do so, they must be able to represent the order of the letters/numbers mentally (auditory or visual) and know where they are with regard to spelling out the word or the figure. This is a complicated task requiring significant working memory resources as this information must be kept and retrieved from the memory while at the same time putting these words/figures in order mrs b-p passed stage 1 (alternating between letters and numbers): no difficulties with encoding or immediate reproduction (audio-phonatory loop ok). Subject capable of remembering the number and the word and then associating letters and numbers in order. Good mental representation. No working memory issues for stage 2 (alternating letters and numbers while factoring in alphabetical order and numerical order), mrs b-p¿s results were not as good as in the previous test. This is more demanding from a cognitive perspective. As was the case with the previous subtest, I did not observe any issues regarding the encoding of the number. However, the subject did find it difficult to arrange the letters and numbers in the requested order. Remembering what she has just said is also a complex task. This indicates a specific issue with working memory as encoding was good initially. & #10146; images: the patient is shown an image and told to memorise its shape, its colours and the design on it. They are then asked to recreate it. This test is primarily used to assess a subject¿s visuospatial perception capacities in addition to their visuoconstructive capacities as the subject must create a mental reproduction of the image represented. This also tests visual memory with immediate recall of the visual information encoded and held in short-term memory. Mrs b-ps is attentive to visual information. She does not verbalise it, but gives herself the means to memorise it. She says quite quickly that she has finished memorising, prior to the time elapsing. & #10146; tangram: the patient is shown a printed sheet featuring a figure created using 5 pieces of a tangram. They must say what the figure represents. They must observe it and memorise the parts of the tangram that have been used. Then, one by one, 3 sets of pieces will be shown. Diagnostic results (normal ranges are provided in parenthesis if available): [blood test] (date unknown): vitamin levels: b12: normal, b9: 4.6 ng/ml. [Blood thyroid stimulating hormone] (date unknown): slightly low. [Computerised tomogram] on (B)(6) 2023: chest. No pleuropericardial effusion. No mediastinal, hilar or thoracic adenomegaly. No nodules. Abdomen-pelvis, liver of normal size, multiple apparently biliary hypodensities hypodense image of segment viii with peripheral nodular enhancement kidney veins and renal portal system permeable. Nothing of note regarding gallbladder or bile ducts. Pancreas, spleen and adrenal glands are normal. Bilateral kidney microcysts, no adenomegaly, no effusion, no specific issues through bone window. Conclusion: no suspect lung nodules. Multiple apparently biliary hypodensities and hypodense (25 x 22 mm) image. [Cytomegalovirus test] (date unknown): results suggesting previous contact with the virus. [Epstein-barr virus antibody] (date unknown): previous infection with antibody igg positive and igm negative. [Gynaecological examination] (date unknown): female patient¿s temporospatial awareness is good. No dysarthria. Apparently able to speak. No paraphasia observed today and no visual agnosia. Possible verbal agnosia. No apraxia identified. Nothing of note on physical neurological examination, no damage to cranial nerves found, no loss of muscle strength or sensitivity. Deep tendon reflex present and symmetrical. Romberg stable. Walking normal. [Magnetic resonance imaging] (date unknown): no visible parenchymal or arterial issues [positron emission tomogram] on (B)(6) 2022: revealed slight left temporal hypofixation, possibly non-specific, clinical and developmental comparison to be made.; on (B)(6) 2024: mini mental score (mms) 29/30, no cognitive deterioration & #10003; orientation 9/10, & #10003; learning 3/3, & #10003; calculation 4/5 with working memory issue, & #10003; recall 3/3 normalised after prompting, & #10003; language 8/8, & #10003; praxis 1/1, & #10003; do 80 (oral naming test used to assess naming difficulties) score 80/80 no issues cardebat¿s fluency, & #10003; animals semantic verbal fluency 23, -1.7 ds, & #10003; phonetic fluency 19 medium, test carried out somewhat slowly, dubois¿ five-word testing 17/20 monitor difficulties maintaining attention with 1 intrusion and 2 words forgotten during delayed recall, today¿s examination revealed slight lexical access difficulties issues with working memory and short-term memory, patient put forward for cognitive remediation therapy, additional testing at a specialist memory centre is recommended, [x-ray] on (B)(6) 2024: cervical spine: mineralisation normal. Front, profile and three-quarter view x-ray of cervical spine face and profile of dorsal lumbar spine no suspect or traumatic bone lesions. C5-c6 and c6-c7 disc disease with pinched discs and mild uncovertebral arthrosis with slight impact on foramina, predominantly c5-c6 on the right and c6-c7 on the left. Pinched joints c1-c2. No damage to posterior facet joints. Dorsal lumbar spine: no scoliosis. No pelvic tilt mineralisation normal. No suspect or traumatic bone lesions. No vertebral compression. No pinched lumbar or dorsal discs. Facet arthrosis affecting the last two lumbar levels. No damage to sacroiliac or coxofemoral joints. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.